Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 561 mg/dl while wearing the pump. The customer's blood glucose reading at bedtime was 400 mg/dl. The customer treated the high blood glucose readings with manual injections. The mother stated that the pump rewound and stayed there. The mother stated they tried to do a reservoir change and kept receiving motor error. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The mother stated that there is a missing dome label sticker as well. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.